Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a chemical stress test last week. The patient was in the machine for 30-45 minutes. After the test the patient started experiencing nausea and vomiting. The patient was now hospitalized. The patient was getting no relief from the device at this time. The patient's symptoms are normally great with the therapy on. It felt like the device was turned off. The pt said they did an eeg to try and see if the device was off or on in the hospital. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was previously noted they were having a problem with the stress test and it was also reported, ¿I got the feeling maybe the machine shut itself down or changed the settings.¿

Manufacturer narrative:
(B)(4).